Manufacturer narrative:
Device evaluation indicated that the complaint was not verified. The battery level read 3.461 volt and it was successfully charged to 3.964 volt in one cycle. The battery depletion and sleep current rates were within the expected ranges 2.59 mv and 19 ua respectively when the device was turned off. The device passed all required tests. The device exhibits normal device characteristics.

Event description:
A report was received that the patients ipg was not charging at all. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was not charging at all. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.